Manufacturer narrative:
Follow up information received on 23-dec-2014 from (B)(6) health authority: health authority was added as new reporter the reference number is (B)(4). The clinical consequences noted were unusual algic clinical presentation per operation and post operation. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 16-oct-2014 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Another search for the same meddra preferred term was performed on 26-dec-2014 and the analysis revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure after thumbwheel and button manipulation, implant did not release and delivery system was impossible to remove, remained wedged in horn and finally broke in hysteroscope (complication of device insertion). A new attempt of insertion was successfully performed with another kit. The reported events, interpreted as device deployment issue and breakage are non-serious. Device breakage, previously considered unlisted according to essure's reference safety information was upon receipt of product technical analysis (ptc) amended to listed (regarded as anticipated event). The remaining event is listed. Single cases of essure breakage have been reported. In this particular case, as the above mention events occurred in association with essure placement, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage. Ptc analysis investigated the returned complaint samples; in one of the returned systems the large tight pitch coil was found stretched and broken (non-serious, listed event). Technical assessment concluded unconfirmed quality defect. Medical ptc assessment considered that there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced the adverse events listed below . Anomaly occurred in operating block. It was observed during insertion: there was no implant release and hanging of the delivery catheter in horn ostium (wound). There was no anatomic reason for this anomaly. It was on delivery handle, catheter and implant . Anomaly description: introduction of catheter and implant classic. After thumbwheel and button manipulation, there was no implant release. It was impossible to remove catheter, it remain wedged in horn and finally broke in the hysteroscope. Conditions of insertion were excellent. New attempt of insertion with new kit was without difficult. Insertion was bilateral with a new implant. No further information was provided. (B)(6) local drug safety department assessed the causal relationship with essure as near incident.

Manufacturer narrative:
Ptc investigation result was received on 22-sep-2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. As of (B)(6) 2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of a detachment difficulty event during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the reported events are not indicative of a quality defect per se. In this particular case a technical defect (breakage) was reported. The reported technical defect could not be evaluated in more detail due to lack of sample return. No further ae case reports have been received to date in relation to batch no. B85129 (production date 22-oct-2013 and expiration date 31-oct-2016). No batch signal could be identified. The review of the manufacturing- and release documentation of the concerned batch revealed no reason to suspect a quality deficit. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Ptc investigation result was received on 15-oct-2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: lot b85129. Production date: oct 2013. Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the microinsert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. For system 1: no micro-insert was returned. All IFU steps were completed. For system 2: micro-insert was intact to delivery catheter as received. The initial rollback was not performed. For system 3: no micro-insert was returned. The large tight pitch was stretched and broken. All IFU steps were completed. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. The possibility of a detachment difficulty and the possibility of pieces of the delivery system or micro-insert breaking off during the procedure are anticipated events. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this ptc was initiated due to a reported product quality issue. In addition, the ae case refers to a usability issue. The batch documentation of the reported batch was reviewed by the rqu. The returned complaint samples were investigated. The technical assessment concluded "unconfirmed quality defect". At this point in time no adverse events have been reported therefore a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. The reported usability issue will be subject to post marketing surveillance monitoring. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to (B)(4) standards. In this particular case a search in the database was performed on (B)(4) 2014 for the following (B)(4) preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. (B)(4) is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure after thumbwheel and button manipulation, implant did not release and delivery system was impossible to remove, remained wedged in horn and finally broke in hysteroscope (complication of device insertion). A new attempt of insertion was successfully performed with another kit. The reported events, interpreted as device deployment issue and breakage are non-serious. Device breakage, previously considered unlisted according to essure's reference safety information was upon receipt of product technical analysis (ptc) amended to listed (regarded as anticipated event). The remaining event is listed. Single cases of essure breakage have been reported. In this particular case, as the above mention events occurred in association with essure placement, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage. Ptc analysis investigated the returned complaint samples; in one of the returned systems the large tight pitch coil was found stretched and broken (non-serious, listed event). Technical assessment concluded unconfirmed quality defect. Medical ptc assessment considered that there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Company causality comment: this medically confirmed, spontaneous case report, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure after thumbwheel and button manipulation, implant did not release and delivery system was impossible to remove, remained wedged in horn and finally broke in hysteroscope (complication of device insertion). A new attempt of insertion with new kit was performed and the insertion was successfully completed. All reported events are non-serious. The event delivery system was impossible to remove, remained wedged in horn and finally broke in hysteroscope regarded as a device breakage, is unlisted on the reference safety information for essure and was considered a near-incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The remaining event is listed and non-incident. Single cases of essure breakage have been reported. In this particular case, the physician reported a deployment issue and device breakage during insertion. A product technical analysis will be requested for further evaluation of the reported events; however, considering that they occurred in association with essure placement procedure, their causal relationship with the suspect insert cannot be excluded. Follow-up information will be sought.